Event description:
After additional info was received and reviewed, it was indicated that during a meniscal repair procedure, t'1 was deployed and when surgeon went to deploy t'2 noticed it was missing. Surgeon then cut the suture and left t'1 unsupported in the joint. A delay of five minutes took place to gather another fast-fix device to complete the procedure. No pt injury or complications resulted.